Manufacturer narrative:
Sample received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that a knife was not sufficiently sharp edged. Another knife was used. Procedure details and patient impact information is unknown. Additional information has been requested. This is one of three reports being filled for this facility.

Manufacturer narrative:
Evaluation summary. One opened slit knife was received for the report of a blunt knife. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damage of the sample. The final customer lot was identified . A review of the device history records (DHR) was performed; the lot was reprocessed for anomalies that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates this is the second complaint against the reported lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).